Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was working properly. There was no known cause of the reported issue, and no further action was taken.

Event description:
It was reported that the cassette not attached alarm was triggered. There was no patient involvement.